Event description:
The patient reportedly experienced a gradual decrease in performance since implantation in 1996. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing showed that the device was functioning. Surgery to explant the patient's c1 device will be scheduled.